Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a (B)(4) transmission revealed nsln due to post-paced myopotential oversensing during respiration. The patient did not receive therapy. Oversensing was noted on a stored nsln egm. Programming changes were recommended and performed. The patient will be monitored.